Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation / migration') and pelvic pain ('pelvic pain/chronic pain') in an adult female patient who had essure (batch no. C48141-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia(bleeding between periods)") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (robotic assisted laparoscopic bilateral salpingectomy d&c. And robotic assisted laparoscopic bilateral salpingectomy, d&c.). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, genital haemorrhage, menorrhagia and metrorrhagia outcome was unknown and the pelvic pain, abdominal pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain and uterine perforation to be related to essure. The reporter commented: select all injuries resolved post-removal: pain. She had received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test not specified (unknown). The lot number reported (c48141) is inv. Most recent follow-up information incorporated above includes: on 20-jun-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation / migration') and pelvic pain ('pelvic pain/chronic pain') in an adult female patient who had essure (batch no. C48141-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia(bleeding between periods)") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (robotic assisted laparoscopic bilateral salpingectomy d&c. And robotic assisted laparoscopic bilateral salpingectomy, d&c.). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, genital haemorrhage, metrorrhagia and endometriosis outcome was unknown and the pelvic pain, abdominal pain, menorrhagia, dysmenorrhoea and vaginal haemorrhage had resolved. The reporter considered abdominal pain, dysmenorrhoea, endometriosis, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: select all injuries resolved post-removal: pain. She had received treatment for pain, bleeding. Discrepancy noted in date of essure insertion: (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in 2015: essure confirmation test not specified (unknown). The lot number reported (c48141) is inv. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-nov-2020: pfs received. New events: abnormal bleeding (vaginal), reproductive system disorder or condition type of disorder or condition: endometriosis were added. Onset dates for events were updated. Outcome for bleeding updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation / migration') and pelvic pain ('pelvic pain/chronic pain') in an adult female patient who had essure (batch no. C48141-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6)-2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea"), genital haemorrhage ("general abnormal bleeding") and intermenstrual bleeding ("metrorrhagia(bleeding between periods)"). The patient was treated with surgery (robotic assisted laparoscopic bilateral salpingectomy d&c. And robotic assisted laparoscopic bilateral salpingectomy, d&c.). Essure was removed on (B)(6)-2018. At the time of the report, the uterine perforation, genital haemorrhage, intermenstrual bleeding and endometriosis outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, heavy menstrual bleeding and vaginal haemorrhage had resolved. The reporter considered abdominal pain, dysmenorrhoea, endometriosis, genital haemorrhage, heavy menstrual bleeding, intermenstrual bleeding, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: select all injuries resolved post-removal: pain. She had received treatment for pain, bleeding. Discrepancy noted in date of essure insertion: (B)(6)-2015. On 2015 patient undergo for hysterosalpingogram. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in 2015: essure confirmation test not specified (unknown). The lot number reported (c48141) is not valid quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)-2021: pfs received: no new significant information received. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation / migration') and pelvic pain ('pelvic pain/chronic pain') in an adult female patient who had essure (batch no. C48141-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia(bleeding between periods)") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (robotic assisted laparoscopic bilateral salpingectomy d&c. And robotic assisted laparoscopic bilateral salpingectomy, d&c.). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, genital haemorrhage, menorrhagia and metrorrhagia outcome was unknown and the pelvic pain, abdominal pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain and uterine perforation to be related to essure. The reporter commented: select all injuries resolved post-removal: pain. She had received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on an unknown date: essure confirmation test not specified (unknown). The lot number reported (c48141) is inv. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation / migration') and pelvic pain ('pelvic pain/chronic pain') in an adult female patient who had essure (batch no. C48141) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia(bleeding between periods)") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (robotic assisted laparoscopic bilateral salpingectomy d&c). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, genital haemorrhage, menorrhagia and metrorrhagia outcome was unknown and the pelvic pain, abdominal pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain and uterine perforation to be related to essure. The reporter commented: select all injuries resolved post-removal: pain. She had received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test not specified (unknown). Most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received: lot number and reporters added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation / migration') and pelvic pain ('pelvic pain/chronic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia(bleeding between periods)") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (essure removed on (B)(6) 2018 and salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, genital haemorrhage, menorrhagia and metrorrhagia outcome was unknown and the pelvic pain, abdominal pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain and uterine perforation to be related to essure. The reporter commented: select all injuries resolved post-removal: pain. She had received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test not specified (unknown). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pfs received: the events ¿perforation¿/ ¿migration¿ were added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia(bleeding between periods)") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and dysmenorrhoea had resolved and the genital haemorrhage, menorrhagia and metrorrhagia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia and pelvic pain to be related to essure. The reporter commented: select all injuries resolved post-removal: pain. She had received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: essure confirmation test not specified (unknown). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. Case became incident. Event injury nos has been updated and new events ¿dysmennorhea, pelvic pain, abdominal pain, menorrhagia, metorhagia, genital bleeding¿ were added. Patient date of birth, reporter(lawyer) and product stop date added. Lab data added. Outcome of event pains added as recovered. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.